Event description:
Complainant alleged that medics were monitoring a pt (age and gender unknown) and the units monitor screen stopped displaying the ECG trace. An "ECG leads off" message also appeared on the monitor screen. There was no adverse effect on the pt. The complainant was unable to provide further info.